Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they inserted a urethral catheter double-lumen 16 fr. Per orders. Once the catheter was inserted and urine was draining writer inserted 10cc of normal saline into foley to inflate balloon, but the catheter was still easily pulled out with no resistance, then inserted another 10cc with same outcome and then another 10cc with same outcome for a total of 30cc. Patient tolerated process well. Writer then sought assistance from buddy nurse who came and assessed patient. While buddy nurse was attempting to assess and manipulate the catheter the balloon burst while inserted in the patient. The patient at this time let out a loud moan and reported feeling the burst. Patient felt pain when the catheter burst and will now need another insertion of foley catheter. No medical intervention was reported. Per customer follow up received on 26jun2024, it was confirmed that this was a use-of-device issue. The staff member inserted 30ml into a 10ml balloon. The was no patient injury reported, but the patient was uncomfortable for a few moments.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they inserted a urethral catheter double-lumen 16 fr. Per orders. Once the catheter was inserted and urine was draining writer inserted 10cc of normal saline into foley to inflate balloon, but the catheter was still easily pulled out with no resistance, then inserted another 10cc with same outcome and then another 10cc with same outcome for a total of 30cc. Patient tolerated process well. Writer then sought assistance from buddy nurse who came and assessed patient. While buddy nurse was attempting to assess and manipulate the catheter the balloon burst while inserted in the patient. The patient at this time let out a loud moan and reported feeling the burst. Patient felt pain when the catheter burst and will now need another insertion of foley catheter. No medical intervention was reported.